Event description:
Contact reports that two implanted vbr devices had migrated posteriorly. Additionally, it was reported that the pt had an infection which the surgeon felt may have been a result of the pt's body rejecting implants. The devices were explanted and replaced. See mfg medwatch report# 1526439-2009-00051 for the other cage that was involved in this event.

Manufacturer narrative:
No definitive conclusions can be made. The cage is not available for evaluation and its lot # is unk. At this time, the complaint is considered closed.